Manufacturer narrative:
(B)(4). The device was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the blade did not affix/lock onto the handle. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The sample blade was tested on a rusch fiber optic reusable laryngoscope handle, product code 004411100. A dimensional inspection was performed on the test handle at the blade locking head assembly against iso standard 7376, section 2009 (e). All dimensions were well within specification. The complaint sample blade attached securely onto the test handle. The blade was lifted for engagement and snapped into the locking position securely. The light from the handle was energized and was passing through the blade fiber optic pipe light without any impedance. While the blade was fully engaged no movement was noted unless induced deliberately. After a thorough dimensional inspection and functional testing the complaint could not be confirmed. The blade showed no sign of a functional discrepancy. It should be noted that while the suspect issue has been assigned to the blade, heavily used/worn handles can also create the condition of disposable and reusable blades not locking securely into position.

Event description:
The customer alleges that the blade did not affix/lock onto the handle. The patient's condition is reported as fine.